Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a medial patellofemoral ligament reconstruction, the anchor pulled out of the bone. Two more implants were used to complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. The anchor was returned not on the inserter. There was no noted damage to the anchor and the inserter tip was free from burrs or sharp edges. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a medial patellofemoral ligament reconstruction, the anchor pulled out of the bone. The anchor was placed back on the inserter and attempted for use again, however the implant pulled out of the bone again. Two more implants were used to complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.